Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) failed to deploy during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device could not be released, and after removal from the patient, the plug did not detach from the exoseal vcd. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. One exoseal vcd was used for the patient. The introducer sheath details, including manufacturer, model, and size, were unknown. Angiography confirmed the suitability of the femoral artery, including that the insertion angle of the introducer sheath was approximately 30¿45 degrees. It was confirmed that the vessel diameter was =5 mm, with no significant calcifications, plaques, stents, or stenosis greater than 50% at or near the puncture site. Prior to use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f exoseal vascular closure device (vcd) failed to deploy during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device could not be released, and after removal from the patient, the plug did not detach from the exoseal vcd. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no visible signs of device or packaging damage prior to use. One exoseal vcd was used for the patient. The introducer sheath details, including manufacturer, model, and size, were unknown. Angiography confirmed the suitability of the femoral artery, including that the insertion angle of the introducer sheath was approximately 30¿45 degrees. It was confirmed that the vessel diameter was =5 mm, with no significant calcifications, plaques, stents, or stenosis greater than 50% at or near the puncture site. Prior to use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufactured position, and the indicator wire was found fully deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kinked delivery shaft portion was denoted 7 cm apart from the distal tip. A deployment simulation evaluation was performed deploying the indicator wire. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the device's internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and was found within specifications. Additionally, due to the delivery shaft - kinked/bent observed, dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results were within specifications. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿, was not observed through analysis of the returned device as the deployment lever was able to be fully depressed with plug deployment. Additionally, a kink on the delivery shaft was noted. If this was present during device usage, this may have also led to issues with the proper functioning of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.